Event description:
It was reported that the ventilator had an error code indicating machine and proximal pressure sensors failed. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer troubleshot with technical support and was advised to check the power supplies and confirm it is within specification. Customer was advised to order and replace the data acquisition (da) to motor controller (mc) cable and test the unit. Information was received that the customer ordered a power management board, as the da to mc cable did not address the issue. The repair is pending.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.